Manufacturer narrative:
Updated fields: b4, d9(device available for eval), d10, e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: g2. (The reason for partial UDI in previous MDR is serial # for the console was unavailable when requested). The customer reported that they switched consoles but it still was giving the alarms and won¿t start. Troubleshooting determined the console had been in standby for 21 minutes, the attending physician had been notified and was on the way to the unit. It was an axillary balloon via right subclavian through an off-brand sheath with a clotted arterial side port that was placed on (B)(6). The customer denied any blood present in the helium tubing. Off brand disclaimer and off label disclaimer provided. Esp personnel discussed the nature of the alarm and proper troubleshooting steps to resume therapy but were unsuccessful. The customer was aware that the balloon should not remain in standby for any longer than 30 minutes and asked about syringe inflation to attempt to try and force the balloon to fill. Esp personnel strongly advised against that technique to prevent any harm. The customer agreed to return the balloon catheter via a biohazard kit after being removed. No patient harm or injury was reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure alarm and gas loss alarm during use on patient. No patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.